Manufacturer narrative:
Concomitant products were added.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced no delivery alarm. The customer's blood glucose was 416 mg/dl. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by infusion set change. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.